Manufacturer narrative:
Maquet evaluated the broken suspension and determined that the root cause of this event is a missing welding on the suspension axle.

Event description:
Factory reference number: (B)(4).

Manufacturer narrative:
A maquet field service tech inspected the device, replaced the double suspension with a new one, and returned the unit to service. This investigation is on-going and the results will be included in a follow up report.

Event description:
The customer reported that a dual suspension arm detached from the ceiling tube and remained attached with the cables. This event occurred one day after the device was installed. No injuries were reported. (B)(4).